Event description:
A patient reported blood glucose results of 132 mg/dl with a lifescan meter and 103 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The patient had no control solution to run quality control tests. The meter was replaced.